Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with bubbled downstream occlusion sensor seal. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing performed. Investigators unable to duplicate customer problem. According to the investigation, three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. Investigators recommended that the pumps expulsor be trimmed in order to bring the delivery into more normal of a range. The device downstream occlusion sensor seal will be replaced.

Event description:
Information was received indicating that during using of this smiths medical cadd solis vip pump, the pump exhibited, bubbled downstream occlusion cover and the pump infused too quickly. No patient injury reported.